Event description:
The facility's clinical engineering department reported the device to have an 812:02 failure code. Info was not provided regarding whether or not the device was in use when the reported failure occurred. Clinical engineering stated that there was no report of pt injury. Although attemtps were made by baxter customer service to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved. No additional contact info available.